Event description:
It was reported that during a gastrectomy, the product could not be removed after firing, so it was excised from the tissue. The breakaway washer was cut. Ring was formed completely. The procedure was completed with another device, with no adverse consequences to the pt.